Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 450 mg/dl and treated with insulin drip. The customer did experienced the symptoms such as nausea and vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature on insulin pump and bolus history displays all bolus entries based on their recollection. Customer was advised to perform displacement test and test was passed. The insulin pump will not be returned for analysis.